Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that her old ins did not work to resolve incontinence. The patient has since had the device replaced. No further patient complications are anticipated or expected as a result of this event.